Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/27/2025, a distributor reported via email that an issue occurred with the ar-1588rt-2j tightrope ii rt. During tensioning, one of the tightrope loops broke. Surgeons used an rt button on both the femoral and tibial sides, but while tensioning on the tibial side, the button detached from the bone, causing the tightrope to become lax. Upon inspection, one of the tightrope loops was found to be broken. This was discovered during a procedure (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 6/19/2025: during an acl reconstruction procedure utilizing the graftlink technique, a button-related issue occurred. The button remained attached via sutures, even after they had broken. All broken fragments were successfully removed. To complete the case, the remaining tightrope sutures were tied over the same rt button. The incident caused an approximate 10-minute surgical delay. No additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.